Event description:
Reporter indicated a vns patient is scheduled to have the entire system removed because of vns "never worked and that it had always been uncomfortable." The vns was turned off around the second week for an increase in seizures, throat discomfort and hoarseness. The pt's seizure activity level prior to being implanted with vns is unknown. Good faith attempts to obtain additional info have been unsuccessful to date.

Manufacturer narrative:
Device malfunction is suspected, but did not cause a death.